Event description:
In this event it is reported that a x-smart plus version 0202 stopped during use. No injury occurred.

Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Event cause analysis description mentioned by doctor: due to the long period of use, some of the original parts were worn out, causing its bearings to operate poorly. It was repaired and returned to service (...).